Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device, partial clip movement and unchanged mitral regurgitation (mr) appear to be related to procedural conditions. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The additional clip delivery system (cds0502) device is filed under a separate medwatch report number.

Event description:
This is filed to report the device damage by another device and partial clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip delivery system (cds 90824u149) was advanced and the clip was successfully implanted at a1/p1. A second cds was inserted and was attempted to implanted; however, the clip came in contact with the implanted, causing damage the implanted clip to partially detach from the anterior leaflet. It was noted that no tissue damage occurred. The second clip was then attempted to be implanted to stabilize the first clip, but due to the movement of the first clip during cardiac beats the leaflets could not be grasped. Therefore, for safety reason, the physician decided not to implant the second clip. The clip was retracted, and the procedure was aborted. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.